Manufacturer narrative:
A representative went to the site to preform a system check out. It was noticed that the motion was not fully booting. The representative reviewed error logs and found a bunch of 100.4 errors on the rotor motion control. They inspected the collimator and found that it was not homing. Once they removed the loose cover, the leaves instantly started homing. After they inspected and found the cover was loose and pressing on the wire guides. This forced the collimator to home five times without issue. The cover was put back on, properly positioned, and secured. Finally, the rehomed the collimator another seven times without issue. System checkout performed and is fully functional. No parts were replaced just repositioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding am imaging system used outside of a procedure. It was reported that the system is stuck in initializing please wait. The site had stated that the system was having issues with the collimator not initializing. No patient noted.